Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a flashing medtronic logo on the insulin pump and stated that the insulin pump was exposed to magnetic resonance imaging and the pump failed the displacement test . Blood glucose value at the time of event was 113 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed for the flashing medtronic logo and low blood glucose event and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to verify pump expose to MRI and perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor and motor assembly. Sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and scratched keypad overlay. Flashing medtronic logo was observed during analysis and was isolated to the electronic assembly. Pump failed to download history files and traces due to a hardware error. Unable to verify pump was exposed to MRI due to flashing medtronic logo. Unable to verify customer alleged for low bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.